Manufacturer narrative:
Additional information was received on 08-nov-2021. It was not in the body and never went into the body. The bwi product analysis lab received the device for evaluation on 12-nov-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was dislodged. The catheter was replaced and the issue was resolved. The procedure continued. The issue was catheter-related. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was dislodged. The catheter was replaced and the issue was resolved. The procedure continued. The issue was catheter-related. It was not in the body and never went into the body. The device evaluation was completed on 17-dec-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and flush test of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo. Dilator was introduced into the sheath, no obstruction was found. Flush test was performed in order to find leakage from the hemostatic valve and it was found within specifications. No leakage malfunction was observed. A device history record evaluation was performed and no internal action was found during the review. The event described could not be confirmed as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).